Event description:
It was reported that the pump time was incorrect, cause was unknown. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.